Manufacturer narrative:
Pump had intermittent button response due to corroded keypad traces on up arrow button. No unexpected number ramping or scroll bar moving with no input noted. Pump had cracked case at display window corner (lower left and lower right corners). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 118 mg/dl. Troubleshooting was not performed. The device was returned for analysis.